Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that expired tubes were used with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter: it is reported that customer used expired product.

Event description:
It was reported that expired tubes were used with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter: it is reported that customer used expired product.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.